Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection by the repair technician. Through disassembly and visual inspection, the set screw had moved, resulting in the driveshaft assembly rubbing against the sleeve causing heat due to wear. The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.